Manufacturer narrative:
UDI: not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. 510(k): k926214. The actual sample was received for evaluation. Visual inspection revealed that the distal end had been fractured. The specified length of this product code is 1500mm. The actual sample was confirmed to measure approximately 1489 mm, which indicated that 11 mm in length was missing from the distal end. The outer diameter of the actual sample was measured on a part other than the fracture and confirmed to meet the manufacturer control criteria. No anomaly in the outer diameter was observed. The fracture section of the actual sample was inspected with ccd and revealed that the distal end of the urethane coating layer seemed to have been pulled and torn off, and the core wire was exposed. The fracture section of the actual sample was inspected with sem. No scratches were observed in the area adjacent to the fracture section. The core wire was inspected with sem. The fracture cross section was flat and dimple pattern was observed. The outer diameter of the core wire was measured on a part other than the fracture and confirmed to be equivalent to that of the current product sample. No anomaly in the outer diameter was observed. Reproductive testing was performed. Repetitive bending force at a 90-degree angle revealed a dimple pattern on the fracture surface. The fracture cross section was almost flat and dimple pattern was observed. This state is similar to that observed on the actual sample. Torque force in one direction consecutively to the test sample kept in a curved shape. The fracture cross section is flat and radial pattern is observed on the fracture surface. This state is different from that observed on the actual sample. Pulling force to the test sample kept in a loop shape. The fracture end has been curved and the cross section is rough. This state is different from that observed on the actual sample. Pulling force in one direction revealed that the outside diameter of the wire had been diminished toward the fracture end. This state is different from that observed on the actual sample. A review of the device history record and the shipping inspection record of the involved product code/lot# combination was conducted with no findings. IFU states: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire m and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the guide wire m or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Do not apply repetitive bending force to one specific point of the devise as this may cause damage to the guide wire m. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the actual sample was subjected to repetitive bending force with resultant fracture of the core wire due to metal fatigue. Subsequently, when the actual sample was further manipulated, the urethane coating layer may have been ripped. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the involved radifocus guidewire m was used during the shunt case in calcified lesion. The procedure was performed with no issue, however, when the actual sample was subjected to post-operative check, it was found that the distal j-shape part had been missing. Cine image showed it remained in the body. It was too short to retrieve; therefore, the procedure was finished with no additional intervention. The patient recovered; however, the fragment remains in the patient's body. The procedure outcome was not reported.